Event description:
It was reported that the patient experienced an unknown adverse event. The spinal segment of the catheter was in 2 pieces. The spinal segment was replaced on (B)(6) 2015 and the new starting dose was lowered. Patient outcome was unknown at the time of the report. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n250541, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# l56457, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding the delivery of dilaudid (20mg/ml) in a pain pump. The patient experienced an increase in chronic pain and "relief with pump dose increases." The cause of the spinal catheter segment being in two pieces not determined. Additional follow-up information could not obtain concomitant drug information. History: allergy to morphine